Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted along with concurrent vaginal hysterectomy. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that excision of mesh was performed on (B)(6) 2007 along with resuturing of vagina and cystoscopy. It was also reported that on (B)(6) 2008 mesh was explanted along with bilateral paravaginal defect repair, anterior colporrhaphy, and posterior colporrhaphy. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted with along with intraop cystoscopy, release of vaginal constriction ring, perineoplasty, and revision of vaginal apex with release of vaginal apex. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele and rectocele. It was reported that following insertion the patient experienced urinary problems, bleeding, dyspareunia, and vaginal scarring. No additional information was provided

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(4) 2008. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.